Manufacturer narrative:
The reported events were lead dislodgement and " inappropriate shocks delivered for dislodged leads". As received, a complete lead was returned in one piece with the helix retracted and clogged blood/tissue. X-ray examination of the lead found the inner coil was over torqued in the connector region consistent with the procedure damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual examination did not find any anomalies on the lead except for the damage found consistent with procedure damage.

Event description:
It was reported that the right ventricular lead and the right atrial lead dislodged causing inappropriate shock. It was noted that the x-ray confirmed both leads pulled back significantly. Both leads were explanted and replaced. The patient was in stable condition.